Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with loss of capture on the atrial lead. The lead was later found to be dislodged. Lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.